Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the three days post implant,  the right ventricular (rv) lead exhibited high thresholds, diminished sensing and undersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.